Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination in the hemostatic valve surface showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. The root cause of the issue described by the customer could be related to the dislodgment of the valve but this cannot be conclusively determined. A device history record evaluation was performed for the finished device number 00001728 and no internal action was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ due to the conditions of the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large for which biosense webster¿s product analysis lab identified that the hemostatic valve was found dislodged inside of the hub. It was initially reported by the customer that during the procedure there was a problem with the vizigo¿ sheath not getting the dilator smoothly into the sheath. The vizigo¿ was replaced and the 2nd and last vizigo¿ sheath available had the same issue. The physician ended up replacing the sheath with an agilis and the issue was resolved. Hemostatic valve separation is MDR-reportable. This report is for the 2nd of 2 carto vizigo¿ 8.5f bi-directional guiding sheath - large devices.